Manufacturer narrative:
The information provided on medwatch #mw5078269 was limited. The lot number reported is not valid. No further information is expected at this time. This report is for the first device mentioned. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the dobbhoff stylet naso-gastric tube was inserted with positive color change on co2 detector. It was inserted to 60cm. Noted draining straw colored fluid. Chest xray showed the tube was in the lung. A second tube was placed and a chest xray showed a right pneumothorax. Medical intervention was required. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.